Event description:
I have been trying to purchase an inogen g4 portable oxygen concentrator from an inogen authorized dealer. Over the last 3 weeks the dealer has stated that they have been finding a very large failure rate in the inogen pocs. They have stated that due to the high failure rate, they do their own testing before shipping a unit. Their tests have resulted in a large number of inogen pocs being returned to inogen. If this is true, there is the potential of significant harm due to people purchasing defective pocs directly from inogen or other dealers who do not do additional testing. I have a copy of the texts from the dealer describing the problem. (B)(4). The dealer stated that the issue is the failure of the poc to recognize the battery when ac power goes out. FDA safety report ID# (B)(4).